Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. "The patient was seen approximately 24 hrs post-ablation with pain and an acute abdomen on examination. Her white blood cell count was 20. She was taken immediately to the operating room for a laparoscopy. There was noted to be anterior wall adhesions to the uterus secondary to her previous cesarean-sections. On the left fundal region of the uterus was a small perforation through which tannish fluid could be expressed. There was no blanching of the uterine serosa associated with the perforation. The uterus was thought to be the source of infection with spread to the abdominal cavity via the perforation site. The bowel was thoroughly inspected and no injuries were identified. A total laparoscopic hysterectomy was completed. Post-operatively the patient is doing well with decreasing wbc and improvement in symptoms".

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).